Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of a stored atrial tachycardia response (atr) episode was requested. A boston scientific technical services consultant stated the episode looks like myopotential oversensing. The consultant also identified the lead safety switch (lss) had been triggered due to an atrial pacing impedance measurement less than 200 ohms. The consultant recommended further troubleshooting and testing be performed. No adverse patient effects were reported.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to out of range pacing impedance measurements on the atrial channel which were less than 200 ohms. Additionally, there is a stored atrial tachycardia response (atr) event which was reviewed by a boston scientific technical services consultant and determined to be myopotential oversensing. The consultant recommended isometrics and pocket manipulation be performed while sampling impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Bsc rec'd information that review of a stored atrial tachycardia response (atr) episode was requested. A bsc ts consultant stated the episode looks like myopotential oversensing. The consultant also identified the lss had been triggered due to an atrial pacing impedance < 200 ohms. The consultant recommended further troubleshooting and testing be performed. No adverse patient effects were reported. It was reported that the lead safety switch (lss) had been triggered for this system due to out of range pacing impedance measurements on the atrial channel which were less than 200 ohms. Additionally, there is a stored atrial tachycardia response (atr) event which was reviewed by a boston scientific technical services consultant and determined to be myopotential oversensing. The consultant recommended isometrics and pocket manipulation be performed while sampling impedance measurements. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.